Event description:
Stockert rf ablation generator read 'low temp' when trying to ablate with the catheter. The catheter was exchanged without complication or error message. A biosense webster celsius ablation catheter that was connected to the stockert generator was not registering accurate temperatures and was unable to ablate at a core temperature of 22 degrees celsius. Initial troobleshooting replacing the cable was unsuccessful. Replacing the catheter resolved the issue.